Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information provided on 03nov2023, the procedure was completed with the seldinger technique. The wire guide was not manipulated nor withdrawn through the needle. The physician felt a snap while withdrawing the wire guide through the catheter after the needle had already been withdrawn. The patient did not experience any adverse effects nor require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): postal code:(B)(6). E3 - occupation: service coordinator g4 - PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire included in the wayne pneumothorax set unraveled as the physician removed it from the catheter during device placement to treat pneumothorax in an unknown patient. It is currently unknown if the patient experienced any adverse effects due to this occurrence. Additional information regarding event and patient details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d9, h3 investigation ¿ evaluation on 18oct2023, it was reported that the guidewire included in the wayne pneumothorax set was uncoiling. The wire guide was not manipulated or withdrawn through the needle. The physician felt a snap while withdrawing the wire through the catheter after the needle had already been withdrawn. The patient did not experience any adverse effects nor require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), specifications, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device and subassembly lots found one related non-conformance for offset coil. There are 100% inspections in place to identify this before shipping, and all nonconforming material was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ evidence provided upon review of the dmr, product labeling, and DHR does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that component failure without any design or manufacturing issue contributed to the incident. It is possible the wire guide became damaged or stuck after the catheters loop was formed, but cook is unable to confirm this. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.